Event description:
O2 saturations for reprocessed device reads 93% with perfusion rating of 0.3 versus new device o2 saturations 100% and perfusion rating of 3.2. Same location for placement of both probes-- left ear of patient.